Manufacturer narrative:
It was reported that revision hip surgery was performed due to loosening of a polarstem stem ti/ha size 3. Up to the present date, neither clinical documentation nor the product, which intent use is in treatment, was returned for investigation. The product history review did not reveal any deviations which could explain the reported failure of the device. No other complaint could be found for the reported batch number. For the specific artcile no other complaint was reported with similar issue. In our current instruction for use for hip implants 12.23 ed. 05/16 loosening or loss of osseointegration is a mentioned risk factor which can have several causes. For this specific case the root cause can not be determined. Should additional information, like the product itself or clinical documentation become available in future, further investigations can be assigned. At the moment, no further actions are planned. Smith + nephew will monitor this device for similar issues.

Event description:
It was reported that revision hip surgery was performed due to loosening of the stem. The cobalt chrome femoral head 36mm+12 was also explanted. Patient's current condition is unknown.